Event description:
It was reported that an infusor leaked. This issue occurred during infusion of fluorouracil and saline. The reporter stated that the patient noticed that his or her clothes were wet due to the leaking solution. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection of the sample showed no evidence of a leak. A leak test was performed. There was no evidence of a leak observed during or after the sample was filled. The following day, there was no evidence of a leak. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.